Manufacturer narrative:
The technician found the steer caster was worn and the head brake caster stem was broken. The technician replaced the casters to repair the stretcher.

Event description:
Information received indicates the steer caster and the left head caster are not holding in brake.